Event description:
This is being submitted following a retrospective complaint review. It was reported that during an oral surgery procedure the drill got hot. The patient received a burn to the lip. No medical intervention required.